Event description:
Healthcare professional reported "recurrent left capsular contracture baker grade iii. The device has been explanted.

Manufacturer narrative:
CAPA # 679110. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii.